Event description:
It was reported this patient had a cardioversion on (b)(6)2026. Right after the cardioversion, it was reported that there was no pulse or heart beat for about 1 minute. CPR was performed and a heart beat returned after 1 minute. Initially, the clinician reported loss of capture during this time, but it is possible the pacing delivered by the device was not capturing due to the lack of intrinsic activity during CPR. Device remains implanted.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 CFR parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by Biotronik, or its employees that the device, Biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.